Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event is unknown. This report is for one (1) unknown drill guide/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was observed that drill guides did not set as they used too. There was no patient and procedure involvement reported. This report is for one (1) unknown drill guide. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient information not available for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the tibia on (B)(6) 2018, it was noted that the screwdrivers did not fit the screws properly. The screwdriver was forced into the screw. As a result, the self-retention feature of the screws did not function. The two (2) screws were implanted successfully. Several additional screws were implanted without incident using the same screwdriver. It was also noted that the drill guides did not seat properly. Surgery was completed successfully with a delay of approximately 15 minutes. Patient status reported as stable.

Event description:
It was reported that the drill guides did not seat properly like they previously used to few years ago and that the quality of instruments has changed since few years ago. The surgeon referenced the changing of drill guides from years ago and there was not a specific event that was reported. This complaint is for an unknown quantity of unknown drill guides. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: date of event is unknown and was noted to have occurred several years ago. B5 updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Sending follow up report 2 per FDA request as previous follow up reports went from 1 to 3. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.